Event description:
The report indicated that leakage was noted from the pumphead following 47 hours of ECMO support. The device was changed out with no pt injury. The device is designed to pump blood through the extracorporeal bypass curcuit for extracorporeal support for periods appropriate to cardiopulmonary bypass procedures (up to six hours).

Manufacturer narrative:
The device was received on 12-29-1997 for complaint analysis. Visual examination noted numerous horizontal and vertical cracks in the housing joint area. In addition, a "white fog" was present in the general area of the cracks described above. No signs of impact related damage was noted. The pump was then tested on the bio-console where leakage was immediately noted from the cracks in the housing joint. The damage is consistent with a device that has been in contact with an alcohol or alcohol based substance. Please note that co's instruction for use contain the following notation under the warnings/precaution section: do not use alcohol or alcohol based fluids on any surface of the pump.